Event description:
It was reported that this pacemaker exhibited farfield oversensing on the right atrial (ra) lead. Patient to follow up as outpatient to address this. Currently, this pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.